Manufacturer narrative:
H.6. Investigation: three photos were received and evaluated. The photos show two 10ml syringes. One 10ml syringe has a crack running lengthwise between 2ml and 7ml outside the scale markings to their right. One 10ml syringe has a crack between 2ml and 6ml outside the scale markings to their left. The crack intersects a hole centered around the 2.5ml level. The syringe also has a red capped needle attached and liquid droplets throughout the barrel wall with the stopper outside view above 9ml grad line. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the cracked barrel defect is associated with the assembly process. It is unclear whether the hole in the barrel is associated with the crack observed or a result of manipulation of the product.

Event description:
It was reported that bd syringe luer-lok¿ tip had holes in the syringe. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no: 302995 batch no: 9001907. It was reported that one syringe had 2 holes in the syringe, causing blood to come out. Another syringe had a large hole, and an unopened syringe had a crack on it. Per incident report: there was an issue drawing up blood with a 10ml syringe where there were 2 holes in the syringe and blood came out. There was another issue with a syringe found with a large hole. There was a third issue with an unopened syringe that has a crack in it. I have 3 pictures attached and the contact has the sample of the one unopened syringe they found with a crack in it."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok¿ tip had holes in the syringe. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no: 302995; batch no: 9001907. It was reported that one syringe had 2 holes in the syringe, causing blood to come out. Another syringe had a large hole, and an unopened syringe had a crack on it. Per incident report: there was an issue drawing up blood with a 10ml syringe where there were 2 holes in the syringe and blood came out. There was another issue with a syringe found with a large hole. There was a third issue with an unopened syringe that has a crack in it. I have 3 pictures attached and the contact has the sample of the one unopened syringe they found with a crack in it."